Manufacturer narrative:
A complaint was received regarding the etco2 parameter missing from the monitor display. The issue could be verified from the input recorder images provided. Requests were made to have the cited device tested for functionality, however this could not be done as the issue was confirmed to no longer be occurring at the site and the customer did not know the location of the device. Attempts were made to reproduce this issue with known good equipment, however it could not be reproduced. No issues could be found after reviewing the scio logs. The m540 logs were requested and provided but were found to be overwritten. The root cause of the missing etco2 parameter could not be determined. This is an isolated complaint.

Event description:
The customer reported that when a patient was transferred to the operating room, intubated and ventilated, there was an error where anesthetic gases (volatile agent, oxygen or etco2) would not display on monitor for a period of 10-15 minutes. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that when a patient was transferred to the operating room, intubated and ventilated, there was an error where anesthetic gases (volatile agent, oxygen or etco2) would not display on monitor for a period of 10-15 minutes. No adverse patient impact was reported.